Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain / dyspnea. It was also reported that the right ventricular (rv) lead exhibited undersensing on stored episodes, high thresholds and low amplitude r waves. The lead remains in use. No further patient complications have been reported as a result of this event.